Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. The following information was provided by the initial reporter: tube is overfilling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [2] photos were provided for investigation. The photos were evaluated and do not show the customer¿s failure mode of overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 100 retention samples from all lots affected were visually inspected with no issues being identified. 10 production lot in-house retention tubes from all lots affected were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. The following information was provided by the initial reporter: tube is overfilling.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 228632. Medical device expiration date: 31-may-2023. Device manufacture date: 16-aug-2022. Medical device lot #: 2321334. Medical device expiration date: 31-aug-2023. Device manufacture date: 17-nov-2022. Medical device lot #: 2347018. Medical device expiration date: 30-sep-2023. Device manufacture date: 13-dec-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.